Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoscope reprocessor's liquid chemical germicide (lcg) usage setting could not be changed. The issue was found during reprocessing and there were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the final investigation of the device. No device was returned to olympus for evaluation. The field service engineer (fse) has assessed the malfunction at the user facility. The fse replaced the faulty switching valve and cracked push plate, and the device worked as intended. Based on the results of the investigation, a root cause could not be identified. A component failure likely led to the malfunction reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.